Event description:
In 2005, a part of a guide wire was noticed in the patient's proximal riva and the aorta. Upon viewing a coronary angiography in the proximal riva from january 2003, a part of the guide wire (about 50 cm) was observed to remain the patient. Up until this time, the physician did not notice this. It has not been confirmed if this part of the guide wire is a guidant guide wire. The pt has confirmed that since january 2003, no other interventional procedure has been performed, so it was determined that the guide wire was from the last coronary angiography. Recovery of the guide wire from the patient is planned; however, to date, has not occurred. No additional information was available.